Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user states that when they cut the tape collar off, the rash and itching heal. The end user was sent alternate sample products to try. From a clinical perspective, a causal relationship between the activelife 1 pc drainable pouch w/ stomahesive and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reports that since using the product, she has had a raw itching rash under the tape border only.